Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h4. The device was returned to olympus for inspection. The reported failure of the distal head separating from the insertion tube was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image when angled and separation and fracture of the angulation end rubber adhesive. The most probable cause of these additional failures is traced to component failure, indicating expected or random component failure with no design or manufacturing issues identified. Based on the results of the investigation, the probable cause of the internal detachment of the distal end is electrical continuity in the distal terminal being outside the acceptable range. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the bronchovideoscope experienced I nternal detachment of the distal end. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.